Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there had been no more occurrences, and the alarms were confirmed to be audible. The cause of the alarm was not identified, and no equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic and noted that the system controller did not give the patient any warning that their batteries were nearly dead and the first alarm the patient heard was a no external power alarm which prompted the patient to change batteries and had not had any issues since. The clips were cleaned, and the controller, batteries, and battery clips were inspected, no abnormalities were noted. Log files were submitted for review and captured low voltage advisory events on 10july2024 at 1221 that showed the black power lead was disconnected followed quickly by low voltage hazard events on battery power. The log files also captured no external power events on 10july2024 at 1222 which showed both leads disconnected, and the ebb was enabled. The no external power event lasted 14 seconds and resolved when on battery was connected to the black power lead.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault and driveline power fault alarm was confirmed via log file analysis. Data from 06jul2024 to 08jul2024 was reviewed. The controller event log file revealed a driveline power fault alarm became active on (B)(6) 2024 at 7:07:35 and remained thereafter. The alarm activated because of a power b fault. The backup battery fault alarm initially became active on (B)(6) 2024 at 7:10:23. The activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information reported the backup battery cable connector was reseated to resolve the backup battery fault alarm. It was later reported the system controller (serial # (B)(6)) and modular cable (lot # 8745110) was exchanged to resolve the driveline power fault issue. It was reported no products will be returned. A root cause of the backup battery fault and driveline power fault alarm captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.